Manufacturer narrative:
A review of the submitted photograph was performed by the isi quality investigations engineer (qie). The qie confirmed tearing on the distal clear silicone tip (mouth) that propagated into the gray silicone area of the monopolar curved scissors (mcs) tip cover accessory due to repeated/excessive mechanical and thermal stresses. No thermal damage or missing piece was identified based on this analysis. Historical review of the site's complaint history does not show any similar complaints related to an mcs instrument. A log review could not be performed at this time because the product information currently provided was incomplete. Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, damage was observed on the mcs tip cover accessory. The user installed a new mcs tip cover accessory into the same mcs instrument to continue the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. No customer allegation of an arcing event was reported; however, evidence of arcing found during analysis could cause or contribute to an adverse event if the malfunction were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a monopolar curved scissors (mcs) instrument was used for a surgical task and damage was observed on the mcs tip cover accessory. The mcs instrument was removed from the universal side manipulator (usm) arm and inspection identified damage that had reached the gray silicone area of the mcs tip over accessory. The user installed a new mcs tip cover accessory onto the same mcs instrument to continue the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: an installation tool was used to properly install the mcs tip cover accessory into the mcs instrument without any irregularities. It was also reported that there was no arcing noted during the procedure.

Manufacturer narrative:
Refer to the following field for corrected information: d4 (model number, catalog number, primary prod-batch/lot no., UDI) refer to the following fields for updated information: g3, g6, h2, and h10. Corrected product information is provided in section d.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed tearing at the mouth on the distal end. Visual inspection revealed that the tear, measuring approximately 0.011¿ to 0.219", was axially aligned with the mcs tip cover accessory. The tearing propagated towards the gray silicone area of the mcs tip cover accessory. No sign of thermal damage confirmed along the tearing. The observed tearing at the mouth are known to be most commonly caused by repeated thermal and mechanical stress. Follow-up with the site also revealed that a second mcs tip cover accessory exhibited damage during this event. Refer to the report with patient identifier (B)(6) for the reported damage on the second mcs tip cover accessory. A third mcs tip cover accessory was installed to continue the procedure. Corrected field: d4 lot number from m90190906 to m90190907.